Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
The complaint investigator¿s visual inspection of returned component has confirmed that the screw has fractured near the threads, indentations appeared on the head and that the device appeared to be well used and worn. The review of the device history record and of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.